Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: contralateral prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with 300cc mentor memorygel breast implants experienced left sided rupture post procedure. As a result, the devices were explanted on (B)(6) 2019. When the devices were explanted, both the left and right implant were found to be ruptured, despite the right implant not having been suspected for rupture prior to the procedure. It was indicated that mammography performed my have contributed to the ruptures, however, this could not be substantiated. The left sided rupture was reported under 1645337-2019-15965 on (B)(6) 2019. On (B)(6) 2019 mentor received additional information and initial awareness of the right sided rupture. This report relates to the right prosthesis.